Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the occlusion within the device was found to be unknown/undetermined due to the lack of relevant medical records and imaging surrounding the implant procedure and the secondary endovascular procedure. Procedure related harms and final patient disposition could not be ascertained. To date there have been no additional reports of patient sequelae. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. Codes: (B)(4).

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix iliac limb stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned on an unknown date with left limb occlusion. A re-intervention was performed to resolve the left limb occlusion, however due to limited information the method of re-intervention is unknown. As of the date of this report there have been no additional patient sequelae reported.